Event description:
The patient had a g-tube placed in operating room and three days later it was found to be defective/dislodged. The patient was brought back to the operating room and had a new g-tube placed. Upon inspection, the first g-tube balloon appeared to be defective; when filled with normal saline, it leaked. The patient did not sustain any harm.